Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient twiddled both the right atrial (ra) lead and left ventricular (lv) lead out. The leads were explanted and replaced. No patient complications have been reported as a result of this event.